Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose on the fourth of july. The blood glucose reading was 600 mg/dl. The customer was wearing the insulin pump at the time of this event and would like to continue as it was difficult to revert to manual injections. The customer also reported 8 visits to the emergency room due to low blood glucose that had been from 20 mg/dl to 30 mg/dl. The customer stated that a diabetes expert at the hospital programmed the insulin pump and that it was now causing severe low blood glucose. She stated that the bolus wizard was delivering too much insulin, and that a high number would come up so she would cancel it. The blood glucose reading at the time of this incident was 400 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir; the water did exit the infusion set. The insulin pump was programmed with bolus wizard feature estimated as 10 units and monitored; the boluses were delivered and recorded properly in the bolus history screen. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.